Manufacturer narrative:
D4: medical device expiration date: unknown. H4: device manufacture date: unknown. H3: a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd phaseal¿ optima injector n40-o the device broke and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: we recently had an incident with injector breaking when technician was adding the chemo. Unfortunately, they did not save the device for us to examine. ¿ while a technician was preparing to draw up chemo from the vial, the injector broke off causing chemo to spill in the hood and splash on her gown and floor. This occurred as she was injecting air into the vial to inflate the expansion chamber on the phaseal protector.¿

Manufacturer narrative:
H6: investigation summary: no photos or physical samples that display the reported condition were available for investigation. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a root cause at this time.

Event description:
It was reported while using bd phaseal¿ optima injector n40-o the device broke and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: we recently had an incident with injector breaking when technician was adding the chemo. Unfortunately, they did not save the device for us to examine. ¿ while a technician was preparing to draw up chemo from the vial, the injector broke off causing chemo to spill in the hood and splash on her gown and floor. This occurred as she was injecting air into the vial to inflate the expansion chamber on the phaseal protector.¿